Event description:
According to the customer, he was sitting in his rollator device when 'the right wheel bent' and he fell onto the concrete. Per the customer his 'right arm was scratched up' and required stitches from his primary care provider.

Manufacturer narrative:
According to the customer, he was sitting in his rollator device when 'the right wheel bent' and he fell onto the concrete. Per the customer his 'right arm was scratched up' and required stitches from his primary care provider. No additional information is available at this time. The sample was returned for evaluation but a definitive root cause could not be determined at this time. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.